Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. Other product or product use issues identified: device use error "introducer failed to disengage from the implant". The patient's concurrent conditions included menorrhagia, endometriosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: approximately 5 to 6 rings were seen medial to the tubal ostia (right essure). Lot number: 689938 manufacturing date: 2009-11 expiration date: 2012-11. Lot number: 689938 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. Other product or product use issues identified: device use error "introducer failed to disengage from the implant". The patient's concurrent conditions included menorrhagia, endometriosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: approximately 5 to 6 rings were seen medial to the tubal ostia (right essure). Lot number: 689938 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment was done, event coding was changed from device deployment issue to device use error. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. Other product or product use issues identified: device deployment issue "introducer failed to disengage from the implant". The patient's concurrent conditions included menorrhagia, endometriosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: approximately 5 to 6 rings were seen medial to the tubal ostia (right essure). Lot number: 689938, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. Other product or product use issues identified: device deployment issue "introducer failed to disengage from the implant". The patient's concurrent conditions included menorrhagia, endometriosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: approximately 5 to 6 rings were seen medial to the tubal ostia (right essure). Lot number: 689938, manufacturing date: 2009-11, expiration date: 2012-11. Lot number: 689938, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿introducer failed to disengage from the implant " was recoded to the meddra llt:essure micro-insert did not release nos. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, endometriosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("introducer failed to disengage from the implant"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. The reporter commented: approximately 5 to 6 rings were seen medial to the tubal ostia (right essure). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.